Event description:
A peritoneal dialysis (pd) patient reported to (B)(6) that they were hospitalized with a stomach infection. No further details were provided in the initial reporting. In additional follow-up, the patient reported that they were hospitalized on (B)(6) 2026 with peritonitis. The patient did not have any information about pd culture results. The patient was treated with antibiotic therapy (details are unknown). Additionally, it was reported that the patient underwent removal of the pd catheter (not a (B)(6) product) and was transitioned to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital and is reported to be recovering from the event. The patient currently continues hemodialysis on an outpatient basis. The patient confirmed they did not have any fluid leaks or other issues with any (B)(6) products in relation to the peritonitis event. The patient reported that the peritonitis infection was due to concomitant constipation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).